Manufacturer narrative:
D.2. Additional medical device types: mkz, ouy. D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ ctgctv2, a discrepant trichomonas vaginalis (tv) patient result was obtained. Tv result from the same swab was negative on bd max¿ ctgctv2, and positive on bd max¿ vaginal panel. There was no report of patient impact.